Event description:
The pump was returned for an unrelated issue. During evaluation, contamination was found in the force sensor assembly and the force sensor was found to be out of calibration. This report is made based on the results of evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2012. (B)(6). Recall # 2531779-03/24/2010-003-r. During evaluation, contamination was found in the force sensor assembly and the force sensor was found to be out of calibration. Unrelated to the complaint, the display screen was found to have been dislodged and was dim and miscolored.